Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump failed volume testing, 21.48. No patient involvement.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. Physical damage was noted e.g. Cracked battery compartment, upstream and downstream occlusion sensor seals were worn, and the air detector is loose. The reported issue was duplicated. After running three accuracy tests, the pump was found to be over delivering. The root cause was determined to be a dirty expulsor; the expulsor foam was shearing off onto the expulsor causing inaccuracy. Preventative measures were performed on the battery compartment and downstream occlusion sensor. The expulsor was replaced. (Updated h6). No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications.